Manufacturer narrative:
The manufacturer previously reported an allegation related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
In the previous follow-up MDR submission, in section b.2 of the 3500a form the "required intervention to prevent permanent impairment/damage" box was checked in error. There was no required intervention reported.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber, nasal/throat irritation or soreness, chest congestion, asthma, sinus infections that are related to a CPAP device's sound abatement foam. Additional information was received about the allegation of eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, and/or headache, hypersensitivity, asthma, (new or worsening) inflammatory response, reduced cardiopulmonary reserve and other. The section a1 and e1 was updated and sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.

Manufacturer narrative:
Additional information was received on oct 9, 2023, and section h11 should be reported as: chronic bronchitis was missed to capture in the previous report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing, /chamber, nasal/throat irritation or soreness, chest congestion, asthma, sinus infections that are related to a CPAP device's sound abatement foam. Additional information was received about the allegation of eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, and/or headache, hypersensitivity, asthma, (new or worsening) inflammatory response, reduced cardiopulmonary reserve, chronic bronchitis and other.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.